Event description:
Customer reported the system intermittently will not boot and is displaying a disk error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive, and gpos board. Software and calibration files were reloaded. System operates as intended.